Event description:
Bovie pencil engaged without switch being pressed bovie pencil continued to buzz after being taken from the sterile field without switch being pressed. The pencil caused a burn on the pt's knee. Wrapping paper with product ID was not preserved. Rptr has 3 different possible lot numbers - 309147, 302738, 212902.